Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative on a hernia procedure, while re-operating it was found out that the mesh fractured in the midline. The bowel was herniating through the midline device fractured and the bowel was densely adherent to the mesh.